Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower was failed. User rebooted the station but unable to recover. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that tower door three was failed and did not recover. The field service engineer (fse) observed that the tower door was still in a failed state. The latch column was removed for inspection, during which a loose harness cable was found at the mini switch. The harness connector was retightened and properly secured to the mini switch. The customer was then asked to recover the door and test it using the inventory function, after which no further issues were reported. The system functioned as intended after the field service engineer (fse) resolved the issue.